Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID hh90t01 (unknown serial/lot); product type: 2201-mobile platform; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignat pain indications for use. It was reported that for probably about a week or more, they have been having issues when trying to connect to the pump to get a bolus. The patient stated that it will 'go to the personal therapy manager (ptm) first' and will sit there for about 5 minutes and go through the ritual of the tutorials and then it will finally bolus but now, it is not working at all. The patient also mentioned seeing code 156. The agent walked the patient through clearing data on the handset and reviewed closing all applications. The patient tapped on ¿myptm app¿ and saw ¿no device found.¿ the agent reviewed best practices for communicator placement. After pressing resync, the patient connected to the pump without issue and delivered a bolus. The patient will monitor the issue and call back if further assistance is needed.